Event description:
It was reported the device was used during an unk procedure. It was reported only there was bleeding encountered with the use of the tsw35 loaded with a tr35b cartridge. 10/21/97 the rep reports there was no consequence to the pt. The surgeon reports the resident fired the device. The surgeon states the stapler jammed after firing and he heard a cracking sound. The surgeon reports he only saw a partial staple line so he used an endoloop on the tissue. He reloaded the stapler with a tr35b and fired it again. The surgeon believes the device broke after second firing because it would not fire again.